Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low, out of range, high voltage lead impedance was observed via remote transmission. Patient was asymptomatic. Therapies were disabled. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that an increase in high voltage lead impedance was observed, then a decrease in high voltage lead impedance and pacing impedance were observed. The lead was capped and replaced. The patient was stable.